Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was retained by the hospital. During the revision surgery the ulnar most screw was found to have backed out by 3-4mm and the lunate facet fragment had collapsed. Additionally , the adjacent two screws distally were loose. The surgeon commented that the incident was a result of unintended use error and that the device performed as intended but that the surgeon did not secure the fragment well. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10

Event description:
It was reported that the most distal ulna screw of the anthem plate backed out post-operatively. Additionally, the middle two distal row locking screws were loose.